Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was waste leakage outside of instrument during use with a bd facslyric¿ 3l12c instrument. The following information was provided by the initial reporter: it was reported that the pqc fails and customer has also noticed the sit drips a few times after tube is removed. Steps taken with customer/troubleshooting: see description field in case. Are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath . What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-7-27 the fse provided the following additional information: in regards to the waste being mixed with decontaminate or bleach, the tsr states, "no, this was pre waste tank leaking".

Manufacturer narrative:
H.6. Investigation summary. Scope of issue: the scope of issue is only limited to part # 663518 and serial # (B)(6). Problem statement: customer reported complaint on a facslyric 3l12c instrument usivd ¿ 663518 that the sip/sit drips and the waste leakage is without bleach not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 13jul2019 to date 13jul2020. Complaint trend: there 4 complaints related to this issue of the sit leaking. Pr #¿s (B)(4), (B)(4), (B)(4)and this one (B)(4). Date range from 13jul2019 to date 13jul2020. Manufacturing device history record (DHR) review: review of DHR part # 663518 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the sip or sit leaking was due to the pinch valve v8 tubing. The fse (field service engineer) confirmed this as he repositioned the tubing for better sheath aspiration during a sit flush. After this adjustment the instrument was performing as expected and there was no leaks from the sit. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste, as cautioned in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02, page 125. In regards to spray of fluid under pressure, the tsr (technical service representative) stated in the event description in trackwise, "no. Fluids are not under pressure in the application", which is referred to the run cycle the customer was performing at the time. When the instrument completes its process or cycle, it should depressurize by closing various valves and opening drain ports, especially during shutdowns or cleaning cycles. Though pressure was not present, the drips from the sit was from the pinch valve v8 tubing not allowing enough vacuum to aspirate from the sit. A slightly dirty or clogged tubing can contribute to this, but massaging or readjusting the tubing can resolve the issue. After the tube adjustment, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate but there was little impact to customer health or safety.

Event description:
It was reported that there was waste leakage outside of instrument during use with a bd facslyric¿ 3l12c instrument. The following information was provided by the initial reporter: it was reported that the pqc fails and customer has also noticed the sit drips a few times after tube is removed. Steps taken with customer/troubleshooting: see description field in case. Are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-7-27 the fse provided the following additional information: in regards to the waste being mixed with decontaminate or bleach, the tsr states, "no, this was pre waste tank leaking".